Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-04952, 3006705815-2021-04953, 3006705815-2021-04954, 1627487-2021-17508. It was reported that patient experienced infection at the both ipg and lead site. As a result, the entire scs system was explanted.